Event description:
The mother reported problems with the battery cap, high blood glucose levels and a frozen screen. Troubleshooting was not possible due to the customer being at school at the time of the call. Advised the mother to call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.